Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing. The ra and rv leads were explanted and replaced. The patient was in stable condition.